Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that when the diagnostic endoscopic ultrasound (eus) test was done, there was a possibility that a non-sterile balloon may have been used on the patient. The procedure was completed with the device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it is estimated that the labeling was incorrect so that the user did not recognize the need for sterilization. The event can be detected/prevented by following the following statements. [How to use] 1. Sterilization be sure to sterilize ethylene oxide gas before use. For sterilization methods, refer to the "instructions for use" for the ethylene oxide gas sterilizer. The conditions for ethylene oxide gas sterilization, refer to table l and table 2. Olympus will continue to monitor field performance for this device.